Manufacturer narrative:
(B)(6). The biosense webster inc. Product analysis lab received the device for evaluation on may 8, 2019. The investigational analysis has been completed. Investigation summary: the device was visually inspected and red/brown material was observed inside the pebax, then, during the second visual inspection, reddish material was found under the pebax as well as a hole was observed on the pebax. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 2. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. In addition, the thermocouple values were found out of specifications. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified.  The customer complaint was confirmed. The root cause of the electrical wire breakage and the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. For the temperature issue, this failure does not represent any patient safety impact since the device is unable to deliver radio frequency energy to ablate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab noted foreign material inside the pebax with external damage. Initially, it was reported that the temperature sensor was defective. No patient consequences were reported. The temperature sensor issue was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster inc. Product analysis lab received the device for evaluation on may 8, 2019 and noted red/brown material inside the pebax. The pebax did not look cracked. The foreign material found under the pebax with no external damage noted was assessed as not reportable. Since there was no damage to the pebax integrity, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional assessment was performed on may 24, 2019 and it was noted that there was reddish material under the pebax as well as a hole on the surface of the pebax. The foreign material inside the pebax with external damage (hole) was assessed as a reportable issue. The awareness date for this lab finding is may 24, 2019.